Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, an attempt to deploy a clip on a bleeding polypectomy site, the clip would not release. Despite the technician triple-pumping the device, deployment was unsuccessful. The physician then pulled on the catheter, resulting in the clip falling apart. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.